Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a trident 0° x3 insert 36mm ID was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "no indications for presence of device-related factors as usual with stability problems in an arthroplasty that virtually always are caused by an adverse mix of patient-related and procedure-related factors as included in the dorr classification. In this case, the patient-related factors were principal. As such root cause of failure of this pi case is not device-related." Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: a medical review was performed and found no evidence of a device related issue.

Event description:
The cra reported on behalf of the customer, that a (B)(6) female with an accolade / trident thr performed on (B)(6) 2013, allegedly underwent a closed reduction procedure following dislocation of the hip. This was reported by the study center with no further details.

Event description:
The cra reported on behalf of the customer, that a (B)(6) female with an accolade / trident thr performed on (B)(6) 2013, allegedly underwent a closed reduction procedure following dislocation of the hip. This was reported by the study center with no further details.